Event description:
On older beds when head or foot of bed is raised to full hight position with pt weight against head or foot, the head or foot of bed will drop an inch or more. Problem caused by wear in worn gear drive tube. Replacing worn tube eliminates problem.